Manufacturer narrative:
Clarification to d6a implant date: device information was updated when the explanted device arrived in the lab for analysis. The previously submitted implant date did not align with the manufacturing date of the device received and has been removed.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: deflation: observed 1 opening assessed as surgical damage. Observed 1 opening assessed as fold flow opening. As per the investigation procedure, creases, particles and wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, corrected and/or changed data: h.3, h.6.

Event description:
Healthcare provider reported a right side deflation. Device has been explanted and replaced.

Event description:
Healthcare provider reported a right side deflation. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.